Event description:
On the lower unit the wire broke out of the circular receiver and punctured my lower lip. My lip swelled temporarily and was sore. I havent' had the appliance very long so I think it was made wrong or it is just a bad appliance.